Event description:
Customer's family member reported pt felt sick at around 8:00 am. They tested with freestyle and received a reading of 116 mg/dl. Paramedics were called and a comparison reading with an unknown meter brand provided a result of 38 mg/dl. Testing was conducted on the fingers. IV treatment was provided.